Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the bilaterally implanted pt was explanted of this ci on (B)(6) 2012 because of recurrent infection. The electrode array was left in the cochlea for later replantation.